Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the catheter stuck on the wire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the lower extremity artery. The jetstream catheter was advanced over a 0.014 thruway guidewire. Upon withdrawal of the device, it became stuck on the guidewire and it could not be removed. The catheter and the wire were removed together from the patient. The procedure was completed with another 2.4mm jetstream xc catheter and wire. There were no patient complications and the patient's status was fine post procedure.